Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. Reportedly, customer continued using pump for insulin therapy. In addition, it was reported that the customer experienced a low blood glucose (bg) level that ranged from 46-47 mg/dl. The cause of the low bg was unknown. The customer drank juice to address the low bg. The customer continued using the pump for insulin therapy.